Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the customer had been experiencing low blood glucose levels and that the insulin pump had given her 65 units of insulin. He was not able to troubleshoot for the issue at that time. The blood glucose reading was not given. Nothing further was reported.